Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to use a sprinter legend rx balloon. No damage was noted to device packaging and no issues removing the device from the hoop/tray. The device was inspected and negative prep performed with no issues noted. The lesion was pre-dilated. During the procedure the device did not pass through a previously deployed stent. Resistance was encountered and excessive used. It was reported that the balloon broke/fractured at the rca lesion. The fracture occurred outside of the guide catheter and was not left in the patient. A new balloon was used to complete the procedure. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No injuries were reported.

Manufacturer narrative:
The tortuous and calcified nature of the rca vessel is confirmed based on the images provided. The images capture balloon inflation in the proximal rca lesion. There are no images capturing the attempted delivery of the sprinter legend device the fracture occurred outside of the y connector proximal to the haemostatic valve . The device was removed by hand along with the 0.014 guide wire and the catheter. The device was not kinked and not re-straightened during use. If information is provided in the future, a supplemental report will be issued.